Event description:
It was reported that 4 patients show signs of lip burn post-tonsillectomy due to the coblator would adjust the ablate settings on its own.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is feasible that if the exposed section of the shaft near the distal tip comes into contact with untargeted tissue, it could cause a burn. Other factors that could contribute to the reported event includes: activating the device prior to contact with targeted tissue, failure to maintain suction and direct fluid outflow away from the operative field, withdrawing the wand while power is being applied or (4) contact with metal surgical instruments (such as a mouth guard) may pass current to the patient or user and result in burns. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. (B)(6) and (B)(6), medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.) No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time.

Manufacturer narrative:
This report is related to the following report numbers: 3006524618-2018-00513, 3006524618-2018-00516, 3006524618-2018-00512.